Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had missing end cap sticker.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The caller stated that the insulin pump stopped functioning. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery during the manual prime process, and it happened for about a month. The customer experienced vomiting and hard to breathe. The customer was treated with saline drip, insulin drip, and additional medication. No further information was provided.